Event description:
ICU rn noted patient received from ed with cordis line to left femoral vein. IV's running through line without difficulty. ICU rn moved drip from the cordis to another access point so that the cordis could be used for blood draws. However, when she attempted to draw back from the line, there was no blood return. Rn described she heard a "whooshing sound like air." Md notified and cordis line was discontinued. No harm to the patient. Line had been placed shortly before transferring the patient from the ed to the ICU. Lines were placed for IV access.the device was placed in the ed by the ed md. The problem was discovered shortly after the patient was transferred to the ICU. No product packaging was saved. However, identical kits in the ed at the time are the same product number: ak-09817-s, 8.5 fr, 10cm sheath length, 0.025 inch diameter spring guide wire. Of the kits in the ed at the time of this report, there are multiple lot numbers. Unable to obtain the specific lot number for the cordis device that failed.